Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, 2 wires were attempted to cross 7f guidezilla at the site of post-rotational atherectomy dilatation failure, however, it was unable to cross the guidezilla. It was removed from the body, and it was noticed that there was blood remained at the hub part; therefore, inflation was performed to confirm. However, the balloon was ruptured vertically. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no patient complications reported post procedure.